Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, as this problem was occurring occasionally, the user tried to expose again and completed the procedure as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposures with the wired footswitch. Analysis of the log file showed no commend when the user stepped in and released the wired footswitch. Upon troubleshooting, fse identified that the wired foot switch was having a button bounce back issue (foot switch non-rebound problem). To resolve the issue, fse replaced the wired foot switch. The defective wired foot switch was returned to philips for failure analysis and the cause of the wired foot switch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wired foot switch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.